Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate hv therapy for supraventricular tachycardia. The report notes the ICD was explanted, but no replacement is mentioned. Further information is not available at this time.